Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.25mmx20mm synergy drug-eluting stent was advanced failed to cross the lesion. Despite multiple attempts, the device still failed to cross the lesion. The device was completely removed from the patient's body and was noted that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.